Manufacturer narrative:
Explanted device was examined visually and showed the breakage caused by severe load, microscopic examination showed overload breakage, measurement-technology assessments showed no deviations from MFR specifications. Device master records and raw materials are in specification. According to our MFR's analyses, we can say that failure was caused because of an implant's failure not related to the specifications or MFR, but maybe due to the overload by the pt. Note: this MDR occurred outside the USA. We have no knowledge of a reporting elsewhere. The indication outside the USA can be different. The late filing is due to a contact with the FDA regarding a reinterpretation of 21 cfr part 803.

Event description:
Two broken pedicle sacrum screws in the post-operative period required surgical revision.